Event description:
It was reported that during the procedure, the neuronet device was advanced into the clot and removed some of the clotting material, and then the device was removed. The device was then advanced back into the clot remove more clotting material, at which time the tip broke off in the mid cerebral artery. A second neuronet device was used to retrieve the tip. A CT revealed that 99% of the tip had been removed, but a spec of the tip remained in the cerebral artery, although not visible under fluoroscopy. There was no pt effect reported, and the small piece of the tip was not harming the pt or in danger of harming the pt.